Manufacturer narrative:
H3: device evaluation: lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens within specifications. H6: type of investigation, lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit the lens was exchanged for a spherical model and power lens of the same length. It was reported that the problem resolved. Cause of event was reported as unknown.